Event description:
Customer's mother reported hospitalization due to high blood glucose. The current blood glucose is 105 mg/dl. The paramedics were called to high blood glucose of over 400 mg/dl. Customer was vomiting and stomach pain. Hospital treated with fluids and insulin and released after two nights. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.